Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient received a total hip arthroplasty on (B)(6) 2010 at (B)(6) hospital. Implant system used was an asr xl with corail collared stem. Upon sales rep visual inspection of the patients x-rays it indicated no signs of loosening or lysis. Implants were well fixed and in good position in my opinion. Patient complained of some pain and the surgeon mentioned to me that her metal ion levels were elevated. The decision was made to revise the hip. The stem was well fixed so the surgeon elected to leave the stem implant. The surgeon removed the cup with no bone lose observed and replaced it with a size 52 pinnacle sector cup. After implantation the patient's range of motion was tested and determined to be stable. Since this was a revision of an asr xl deficiency with the product was indicated. Doi: (B)(6) 2010; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.